Manufacturer narrative:
Device evaluated by MFR: there was no fault in the handpiece but the attachment was noisy and corroded and the locking mechanism was jammed. Concomitant medical products: other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(4)/206308289, UDI #: (B)(4).. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during the procedure a handpiece and an attachment overheated and burned the surgeon's hand. There was no patient impact.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that the surgeon did not get burnt but would have been burnt with continued use of the device. There was no patient impact. It was also confirmed that it was the handpiece that was getting hot.